Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) to report that the lead safety switch tripped for the right ventricular (rv) lead likely due to low impedance measurements. Noise was observed during evaluation. The clinician reset the lead to bipolar configuration and no adverse patient effects due to the low impedance measurements were reported. Approximately three years later the right ventricular (rv) lead and pacemaker continued to exhibit low out of range pacing impedance measurements and high threshold measurements. The rv lead was surgically abandoned and the pacemaker was electively explanted. No additional adverse patient effects were reported.